Event description:
The customer reported that approximately 2 minutes into a treatment, a blood leak occurred in a polyflux 10 dialyzer. The machine alarmed and blood was visible in the dialysate line. The blood was confirmed using a hemostix. The patient was reportedly fine. The product was not available for return.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further information is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. This report covers 703 malfunction mdrs. These events were considered non-reportable under the complaint handling procedures that were previously in place, but are reportable as malfunctions according to our new criteria.